Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a lead eroded through skin at the implantable cardioverter defibrillator site. It was unknown for which lead had eroded. Whole system was explanted. The patient was stable before and after the procedure.